Event description:
Event description boston scientific received information that during a follow-up of this non-boston scientific pacemaker which was interfaced to this boston scientific atrial fineline lead, impedance measurements greater than 3000 ohms were noted. A fracture and insulation damage was revealed.